Event description:
Patient representative reported against left device ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl, mental anguish and fear of alcl, increased risk of alcl, anxiety¿, ¿chronic inflammation¿, ¿contracture, tightness, burning, deformity¿ baker grade unknown, ¿ delayed wound healing at donor site¿, ¿pain¿, and ¿significant scarring, scarring, emotional injuries, other physical and emotional manifestations that are severe and ongoing, suffered loss of wages and wage-earner capacity¿ (ndr). The device has been explanted.

Manufacturer narrative:
The events of capsular contracture baker grade unknown and delayed healing are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and delayed healing.